Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance measurements until an alert was generated for a high out of range shock impedance measurement of 125 ohms. Boston scientific technical services (ts) indicated that cause of the gradual increase in shock impedance is probably due to calcification on the rv lead and discussed with the boston scientific representative (rep) to consider increasing the out of range shock impedance upper limit to 150 ohms, at the discretion of the physician. Ts also explained the potential of a truncated shock waveform if the delivered shock is greater than 145 ohms. It was noted that the last shock delivered by the associated implantable cardioverter defibrillator (ICD) device was at implant. Ts also discussed the lead trends and an odd decrease in the daily measurements, particularly the shock impedance, during the first two (2) months of the year. The cause is unknown, and ts provided guidance to consider discussing possible patient-related conditions with the healthcare provider (hcp) and the patient. The lead remains in-service. No patient symptoms or adverse patient effects were reported.